Event description:
The customer reported that the table intermittently doesn't boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the system, checked the table and found that it was within specifications. He could not duplicate the symptoms so he decided to boot from cold the following day. He tested the system dc power connectors and wiring, and found no evidence of overheating. He reseated the sensor interface, system interface, and table at buffer and booted the system from cold. The system booted up error free. He rebooted system several times and was not able to duplicate symptoms.